Event description:
Boston scientific received information that this right ventricular (rv) lead was part of a system revision procedure due to infection. After opening the pocket and removing the pg, this rv lead was disconnected. A stylet was inserted and the lead was removed by pulling with moderate force. The ra lead was found to have been surgically abandoned in a previous procedure. The ra lead was removed by inserting a stylet and loosening the helix, and then pulling it out with moderate force. After explanting the rv lead, the physician noticed that the insulation was damaged, and the conductors were sticking out. The physician remarked that it looked like inside-out abrasion. No adverse patient effects were reported.

Manufacturer narrative:
This right ventricular (rv) lead has been returned to boston scientific and is currently in analysis. This report will be updated should further information become available, or upon completion of analysis.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the rv lead was thoroughly analyzed. Visual inspection confirmed that the trilumen outer insulation was damaged 315 to 328 mm from the terminal pin and one of the high-voltage cables was pulled out of the abrasion hole. Evidence suggested that the cable was pulled out of the damaged insulation with a tool during the explant procedure. Additionally, the lead was flattened in this area due to compressive force. Microscopic analysis indicated that the insulation issue was initiated by a localized compressive stress on the outer insulation tubing surface, rather than from inside the lead itself. Also, testing and visual inspection of the inner insulation on the rate/sense conductor coil and the high-voltage cables noted no anomalies or abrasions, eliminating the possibility of inside-out abrasion. Due to the location and type of damage, analysis concluded that the insulation issue was likely caused by entrapment in the clavicle / first-rib region.